Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample or lot number was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: brief inquiry. Description suspicion of infusomat IV set backcheck valve issue. Customer reported medication infused in 30 minutes instead of 4hr detailed inquiry description please see information sent from the customer: "just wanted to inform you yesterday july 22nd at around 11 a.m. On one of our units 2w an rn hung ivpb zosyn and noted it began infusing at a rapid rate. Rn clamped primary tubing, as previously instructed to do, and then noted the antibiotic slowed down, as expected. 30 minutes later, IV pump was ringing, noting the antibiotics were completed, over 30 minutes, instead of over 4 hours. We took the pump out of circulation and assume will be brought down to our colleagues in biomed for further examination. No harm to patient. I wanted you to be aware".

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.